Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the cable was damaged (it was cut/frayed) and the cable was replaced. It was further noted that lens in the upper case was broken and it was replaced as well. (B)(4).

Event description:
It was reported that the radiofrequency programmer head's cable wire insulation was damaged. The programmer head was returned for service. No patient complications have been reported as a result of this event. From (B)(4)-the insulation of a wire is exfoliated.